Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the local office of olympus (B)(6). The engineer checked the subject device and found that the front panel display of the subject device was disappeared as reported due to the failure of the main printed circuit board, and that the alarm of the subject device did not sound. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus (B)(6), omsc surmised that this event was attributed to the detection of an abnormality of the internal circuit board, which might be caused by the failure of the pressure sensor on the internal circuit board. And, it was surmised that the pressure sensor failure might be caused by the aging deterioration of the pressure sensor because approximately five years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during reprocess, it was found that the subject device could not pass self-check after start-up, the front panel display of the subject device blacked out, and an alarm sounded from the subject device. The user facility replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.